Manufacturer narrative:
Sections with additional information as of 11-may-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Event description:
Consumer reported complaint for low blood glucose test results. Nurse practitioner is calling on behalf of the customer. Customer had brought the true metrix meter to the diabetes clinic to compare results with the clinic meter; results from the true metrix meter were 60 points lower. The customer's expected blood glucose test result range and actual blood glucose test results of concern, including meter to meter comparison, were not provided. The customer did not report experiencing any symptoms at the time of the call. Nurse practitioner did report that the customer was "hooked up to an IV" at the time of the call (no further details were provided). During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 04/20/2024; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event being submitted due to customer bringing the true metrix meter to the diabetes clinic to compare results with the clinic meter. Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.